Event description:
During a tonsillectomy and adenoidectomy procedure, using an evac 70 xtra plasmawand, the pt was reported to have sustained a 1 cm, second degree burn on the soft palate. The physician's opinion of the cause of the burn is reported as due to the sheath covering the evac 70 xtra plasmawand did not extend close enough to the tip.

Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. A f/u report will be provided once the investigation has been completed. A second device used in the same procedure was filed under MDR 2951580-2010-00109.